Event description:
It was reported that the pulse generator exhibited inappropriate rate decrease; the device was pacing below the base rate the device was explanted and replaced during lead revision.